Event description:
Failure to alarm device does not alarm when there is a leak

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. This issue reported by the complainant was not confirmed upon the evaluation of the unit. A leak test was conducted to the unit and a pass result was obtained. During the evaluation the top and bottom cases were broken. The complaint is not confirmed as reported. Unit was not repaired and service recommends the disposal of unit due to the damage. A root cause for this use could not be determined. No corrective action will be taken at this time, as the complaint could not be confirmed- the system requires a controlled leak rate to sense fluctuations in negative pressure delivery; the pump properly detected the excessive leak in test. A ramr review is not needed as this is not an adverse event and no harm was caused to the patient. As a result of similar complaints smith & nephew has issued (B)(6) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.